Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to fluid loss from hole/crack in the tubing connector due to tubing was not returned for analysis. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the event. Product analysis confirmed pump malfunction.

Event description:
It was reported that the inflatable penile prosthesis did not work, so two weeks before the revision surgery, the patient visited the hospital. The device was tested. As a result of the test, the pump and reservoir were replaced due to fluid loss from a crack in the connector. Following the surgery the event resolved.

Event description:
It was reported that the inflatable penile prosthesis did not work, so two weeks before the revision surgery, the patient visited the hospital. The device was tested. As a result of the test, the pump and reservoir were replaced due to fluid loss from a crack in the connector. Following the surgery the event resolved.